Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports tip broke during use - no pt injury. On (B)(6) 2014 doctor reports he uses preventive measures, so pt cannot swallow broken parts. Piece easily retrieved from gauze barrier, confirms no harm done. Doctor cannot remember exactly when this event occurred nor the age/gender of pt.